Event description:
It was reported that during an unknown procedure, the joint of the device could not circumgyrate. Another same like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). The analysis showed that the atw45 device was received with the articulation mechanism damaged. The device was received with a reload loaded in the device, the reload was received fully loaded with staples. The returned device was tested for functionality with the returned reload and test reload on the three articulated position, when fired in the center position; the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). The batch record was reviewed and no anomalies were noted during the manufacturing process.